Event description:
Customer's family member called to report high bgs. States their pt bgs were elevated so they started checking the pump. Advised the reservoir was cracked near the neck. The high bgs were treated and infusion set was changed.